Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime/a33 test due to faulty. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Event description:
Customer reported via phone call that they received a motor error alarm. The blood glucose reading is 300 mg/dl. The insulin pump will be replaced.